Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized for high blood glucose levels and dehydration. The customer's blood glucose levels were over 300 mg/dl when she was admitted, but over 600 mg/dl prior to admission. Prior to the event, the customer treated with manual injections, and changed the infusion set. Troubleshooting was performed, and the insulin pump passed the high pressure test. Nothing further was reported.